Manufacturer narrative:
The device evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon evaluation completion.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted approximately five (5) years, was explanted due to aortic stenosis secondary to calcification. The device was replaced with a 21mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status at explant was reported as ¿recovered¿ at ICU. The valve was returned for evaluation.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated moderate to heavy calcification on leaflets 1 and 2, minimal calcification on leaflet 3, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 2mm near commissure 1 on outflow aspect. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. Sutures remained attached at each commissure. Customer report of calcification and stenosis was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and host tissue remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.